Event description:
The reporter stated the technician opened the vial of a 13.2mm micl 13.2 implantable collamer lens and noted the lens was cracked. The lens was not used or loaded and there was no patient contact. The back-up lens was implanted. The reporter stated the lens was received that way and was defective.

Manufacturer narrative:
Lens was cracked. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history and the work order search, a specific root cause of the event could not be determined.